Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The report indicated that the customer applied a new pod in the early morning while experiencing high bg's. Over the following twelve hours, her bg levels gradually lowered. By late evening, however, her levels had spiked; continuously high bg's (459-493 mg/dl) were experienced over a two hour period, causing her to deactivate the pod. When the pod was removed, she noticed that "the cannula was bent", though no alarm was initiated by the device. The pod will be returned for evaluation.